Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found the ccd image distorted. The light guide was found crushed, bending section was squashed. Based on investigation, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "loss of about half of field vision", intermittent". The issue was found during set up, preparation for use. Device inspection found charge coupled device (ccd) image distorted. There was no patient involvement in this reported event.